Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, unstable and high thresholds were noted on the pacing lead despite multiple positioning attempts. The lead was explanted. No patient complications have been reported as a result of this event.